Manufacturer narrative:
Block e1: (initial reporter facility name, initial reporter city, initial reporter zip/post code). Block a2: patient's exact age is unknown. However it was reported, that the patient was over the age of 18. Block h6: device code 1504, captures the reportable investigation finding of balloon pinhole. Block h10: investigation result: a visual examination of the returned complaint device, found the balloon did not show visual defects and was in a good condition. The catheter of the device was carefully inspected and no damages were found. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure, due to a pinhole located at the proximal section of the body of the balloon. There by confirming, the reported event of balloon leak. This failure is likely, due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as the interaction between the scope and the balloon. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed, that this device met all material, assembly and performance specifications. A labeling review was performed, and from the information available, this device was used, per the directions for use (dfu) product label.

Event description:
It was reported to boston scientific corporation, that a cre wireguided dilatation balloon was used in the ampulla, during an endoscopic retrograde cholangiopancreatography (ercp) procedure. Performed on (B)(6) 2020. According to the complainant, during the procedure. The balloon was noted, to be leaking, while being inflated. Reportedly, the balloon was wrinkled at the neck near the catheter. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed, that the balloon had a pinhole. Therefore, this is now an MDR reportable event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation result: a visual examination of the returned complaint device found the balloon did not show visual defects and was in a good condition. The catheter of the device was carefully inspected and no damages were found. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located at the proximal section of the body of the balloon, thereby confirming the reported event of balloon leak. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as the interaction between the scope and the balloon. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was noted to be leaking while being inflated. Reportedly, the balloon was wrinkled at the neck near the catheter. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.